Manufacturer narrative:
(B)(4). Batch # t9571h. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a robotic sleeve gastrectomy, the clips were scissoring. The case was completed with the second device. No patient consequences were reported.